Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, cable buckling, perforation, crushing, buckling, breakage, deformation, scratches, discoloration, corrosion, stickiness, and wrinkles were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head blacked out. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication failure may have occurred due to the connector contacts having dents. The root cause could not be identified. The event can be prevented by following the instructions for use in which states: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result olympus will continue to monitor field performance for this device.